Event description:
It was reported that this right ventricular (rv) lead had been exhibiting increased shocking impedance measurements which were now out of range. A red alert had been generated for a measurement greater than 125 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range impedance measurements of greater than 200 ohms. Technical services (ts) was contacted, and ts discussed that it appeared the leads were experiencing some physiologic challenge, like calcification. Ts discussed options to evaluate the shock impedance. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead had been exhibiting increased shocking impedance measurements which were now out of range. A red alert had been generated for a measurement greater than 125 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.